Event description:
Device 1 of 2. Reference MFR. Report#:1627487-2013-11675. The patient had two leads from the same lot (for off-label use). It was reported the patient's lead anchor eroded through his skin. The anchor and one of the patient's leads was explanted as a precaution to prevent infection. Since surgical intervention, the patient has been doing well and remains satisfied with the performance of his scs system. Device information pertaining to the lead anchor is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.